Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Consequently, the physician has decided to explant and replace the device but at this time, there is no evidence to suggests that this intervention has been performed. According to the information provided, data from this device has not been analyzed to confirm the premature battery depletion (pbd) observation. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Consequently, the physician has decided to explant and replace the device but at this time, there is no evidence to suggests that this intervention has been performed. According to the information provided, data from this device has not been analyzed to confirm the premature battery depletion (pbd) observation. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.